Event description:
A (B)(6) female admitted for elective lap sleeve gastrectomy done by (B)(6) md. According to the event report "the instrument misfires - sticks when closed. Unable to open jaws". There was no harm to the pt and she was discharged.